Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The fse reported that the system shut down, resulting in a loss of imaging functionality. This could result in delay or cancellation of a procedure. There is no report of injury or death associated with this event.